Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported the patient was having an MRI of the thoracic and lumbar spine. The patient stated that they were trying to rule out possible other conditions before changing the catheter. The MRI was due to a problem with the device or therapy. The patient stated it was their belief that they were having issues with the catheter. The patient was nauseous, had pain in the thoracic, was having ¿like a pressure ache¿, and sometimes sharp pain. The event date was reported as since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.